Manufacturer narrative:
Trackwise ID# (B)(4). Updated section: b4, d10, g4, g7, h2, h3 h6, h10 a lot history record review was completed for lots 3000322174, 3000325248, and 3000325468 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue cutting and stopping. They finished the case with the same vh-4000. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.